Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum wireless battery modules were "not making a good connection, batteries are not charging or staying charged properly which leads to the spectrum pump shutting down." There was no patient involvement. No additional information is available.